Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the cs100 intra-aortic balloon (iabp) shut's down when powered on before use. There was no patient involved.

Manufacturer narrative:
Corrected field:e1(event site name, event site city) updated fields: b4,e1(event site address),g3,g6,h2,h6(type of investigation, investigation findings, investigation conclusions),h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that was unable to confirm the failure of the unexpected shutdown. However, the fse observed alarm electrical test fail 53.the front end board and pressure transducer needed to be replaced however the customer declined all repairs due the unit being discontinued for use.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1 (event site name) and h6 (type of investigation).